Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead was observed to be fractured. Lv amplitude was programmed to off and the device was programmed to rv only pacing. The patient implanted with this device system was suffering from atrial flutter, which was below the atrial tachycardia response (atr) trigger rate. Technical services discussed programming recommendations. To date, no adverse patient effects were reported with this clinical observation.